Event description:
During a review of medical records of a previously documented incident, it was discovered the patient had been admitted for peritonitis on (B)(6) 2012. Patient was administered antibiotics.

Manufacturer narrative:
Based on the 56 pages of medical records information it appears that on (B)(6) 2012, the patient was seen at the emergency room and diagnosed with peritonitis. Patient had been experiencing pain since (B)(6) 2012 but culture results were (B)(6). The catheter-gram was (B)(6). Patient was administered peritoneal antibiotics. The catheter-gram was (B)(6). Patient was administered peritoneal antibiotics. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis. A device history record review was conducted and confirmed that there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.